Event description:
It was reported the flushing pump had a pump head failure. The reported malfunction occurred during preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
Corrections: b5, h6 health effect - impact code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was inspected for on-site repair and the customer's complaint was confirmed. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: important information : if any section of tube from the pump to the water container is blocked or kinked, the flow rate will be noticeably reduced. Check the tube for kinks or blockages, and should the slightest irregularity be suspected - do not use. Chapter 7 maintenance and repair : 7.2 checking the flow rate. The pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient we recommend that you replace the pump head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had a pump head failure. The reported malfunction occurred during preparation for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.